Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using a 22mm non-abbott device. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed twice during procedure, once for being deployed too deep and once for being deployed too high. The final non-coronary cusp implant depth was 2.97mm. The implanter did check for non-uniform expansion (nue). On (B)(6) 2025, the patient presented to the emergency department with complaints of vision changes and transient vision loss in the right eye. The patient describes the vision changes as flashes followed by complete loss of vision. Vision returned after 2 minutes. The patient was admitted for work up of potential transient ischemic attack (tia). A computed tomography scan revealed small bilateral pleural effusions and multiple unchanged solid pulmonary nodules measuring up to 6mm. No intervention was performed or planned due to the pleural effusions. On (B)(6) 2025, a computed tomography was performed and revealed no evidence of acute hemorrhage or shift, but did show mild generalized volume loss and mild chronic ischemic changes of the white matter. An ultrasound revealed 50-70% of the medial and proximal aspects of the right internal carotid artery. A transthoracic echocardiogram revealed a well seated 29mm navitor vision valve, but with mild to moderate perivalvular leakage (pvl). The aortic valve velocity was 1.47m/s and the aortic valve gradient was 4mmhg. There was no intervention performed due to the pvl. The cause of the patient 's pleural effusions, tia, and pvl are unknown, but likely attributed to patient's past medical history and the implant procedure. The patient was stable and discharged at the time of report.

Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received that on (B)(6) 2025 the patient underwent a percutaneous intervention stent implant.

Manufacturer narrative:
An event of perivalvular leak was reported. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. It was indicated that the valve was re-sheathed twice during procedure. The final implant depth was 2.97 mm which was higher than intended, may have contributed to the reported event. The cause of pvl could not be conclusively determined. Cause for the reported transient ischemic attack could not be conclusively determined. It is possible that they were related to the perivalvular leak. However, this cannot be confirmed. The reported unexpected medical intervention was under case specific circumstances where angioplasty was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.